Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right femoral artery was attempted with five proglide devices, prior to a transcatheter aortic valve implantation (tavi) procedure. The first three proglide devices did not "fire" (deploy). The sutures of two proglide devices were successfully preplaced. Following the procedure, hemostasis was initially achieved by tightening the proglide sutures. However, final ileo-femoral angiography from contralateral side showed occlusion of the tavi preclosed access. Reportedly, half of one of the proglides backplate (foot) broke inside the patient and a dissection had occurred. Open surgical repair was performed by vascular surgeon with endarterectomy, fogarty embolectomy, removal of the dissection flap/foreign material from closure device and closure with vascular patch. Hospitalization extended. Although the vascular repair was successful patient unfortunately developed a stroke. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The event was reviewed by a clinical engineer who concluded that based on information given in the report including the excerpt from the vascular surgeon and the patient¿s past medical history, the issue with the footer of the device was not related to the patient suffering a cva [cerebral accident]. The reported dissection, embolism, vascular injury (tissue damage) are listed in the proglide instructions for use (IFU) as potential complications associated with the use of suture-mediated closure devices. The reported foot detachment appears to be related to interaction with the patient calcification. The reported patient effects of dissection, embolism, vascular injury (tissue damage) are a known inherent risks of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.